Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular lead exhibited a mechanism issue and eventually the right ventricular lead dislodged. The right ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue for analysis. X-ray examination was performed and its revealed the inner coil inside the connector region was overtorqued with one filar found broken / separated which is consistent with procedural damage. After cleaning, helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor however an internal short was noted due to the overtorqued inner coil inside the connector region. Visual inspection did not find any anomalies except for procedural damage. Correction: g2 - report source - should have included "distributor".